Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the cord is pulling at strain relief was confirmed. The probe cable is separating from the strain relief which is exposing wires. The root cause is due to use of the device. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the cord is pulling away/breaking at the strain relief; (B)(6) 2023 it was found during an investigation the probe cable is separating from the strain relief which is exposing wires.